Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00434903611, item name: glenosphere, lot number: 62868099. Item number: 00434901413, item name: humeral stem, lot number: 62363960. Item number: 00434903600, item name: poly liner, lot number: 62890677. Report source: foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -03035. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a shoulder revision surgery approximately 5 years post-implantation due to dissociation, osteolysis and scapular notching. During the revision, signs of an infection were noted upon removal of the glenoid components. All products were removed and replaced with antibiotic cement spacer molds. No additional information is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a third party hcp noting glenosphere dissociation without dislocation. Osteolysis along the glenoid implant of the reverse type right should arthroplasty. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.